Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that its lcd touchscreen was unresponsive. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen was confirmed. Ventec also observed multiple abnormal boot occurrences in the device's troubleshooting logs, and when they attempted to power the device off during testing, it took multiple attempt of touching the lcd touchscreen before the device would respond. An internal inspection of the device was performed where ventec observed significant contamination throughout the entire device. The internal contamination compromised the ventilators low-pressure and high-pressure pathways, as well as the externals of all subassemblies. As a result of the extensive contamination, the device was unable to be repaired and had to be replaced. The contaminant could not be identified. Based on the information available, it's reasonable to conclude that the likely cause of the reported issue was user error due to the extensive internal contamination of the device.